Event description:
Account alleged that once the head section gets to certain point it will start drifting. No injuries occurred.

Manufacturer narrative:
Technician recommended that account check and adjusts the CPR cables and if it does not resolve the issue then replace the head drive. No further info is available on the repair of this bed at this time.